Event description:
On (B)(6) 2012, the reporter called animas and alleged that multiple keypad buttons were not working: the light button does not work at all, and the ok button takes multiple pushes to induce a response. The pump is worn in a case attached to a belt and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.testing confirmed no response to button presses on the 'ok' and 'contrast' buttons. Observed intermittent response to button presses on the 'up' and 'down' buttons. Observed damage to the keypad-the keypad cover is torn between the 'up' and 'contrast' buttons, exposing the button contact. The cover is lifting and peeling at the 'contrast' button. The 'contrast' button contact is missing. Removed keypad cover to check condition of the button contacts. Contamination is on all the keypads. Observed the keypad flex has broken traces at the contrast button. Unrelated to the complaint, the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case..no issue with loss of power. No evidence of moisture damage in battery compartment. The text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.